Event description:
(B)(6) (product manager) call into customer service to report that this chair has a bent frame.

Manufacturer narrative:
(B)(4) - the device in question was returned for an evaluation. The subsequent analysis confirmed the complaint with respect to the customer reported issue. The evaluation comments state that the seat frame was not square with the base and that the forks were bent as well. Follow-up filed.

Event description:
The chair has a bent frame.